Event description:
Product received from affliate for evaluation. Received 21 sealed blisters and 7 opened blisters. The parameters of the returned lenses were measured and a visual inspection was performed. The lenses meet company standards for diameter, base curve and center thickness. Three lenses were found to have edge chips and no visual attributes were observed on any other lenses. The solution in the returned sealed blisters was tested. The ph and conductivity were within specification.

Event description:
A patient experienced pain in right eye and was examined by an eye care professional in 2005 and was diagnosed with keratoconjunctivitis and iritis in the right eye. The pt was treated with levofloxacin, fluorometholone, and tropicamide-phenylephrine. The pt was seen in a different clinic on the following day, the iritis was reported to have improved and the pt was told to continue the medications with the exception of tropicamide-phenylephrine. The five day, the pt's keratoconjunctivitis had resolved. Slight scratches were found in the left eye, sodium hyaluronate was prescribed. The second clinic was contacted and relationship between the symptoms and contact lens wear is uncertain. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No further info is available.